Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to defective scope socket, scope or light guide cannot be connected securely. The most probable cause of the complaint/failure is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the xenon light source could not securely connect the scope or light guide due to a defective scope socket. There was no patient involvement.